Event description:
It was reported the device did not respond properly when magnets were placed over it. The magnets were reapplied and the device responded to the magnets and is set to battery test mode. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.